Event description:
A complaint investigation was approved on (B)(6) 2025 which identified excessive seal tearing on a returned used tego device. This is a reportable malfunction. See h11 for further investigation details.

Manufacturer narrative:
Received two used. List #lat-d1000, conector tego¿; lot #14145002. The samples were observed to have torn seals. The reported complaint of a torn seal could be confirmed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A DHR lot #14145002 and relevant commodities were reviewed; the following discrepancy was found. Exception type: ncmr, document ID#: (B)(4), list #: r1-3701, lot #: 13880025. Discrepancy: what? R1-3701, tego seal with occluded window covering the rib from the tego body. According to the specification the rib from the tego body should pass through the window. R1-3701 lot 13880025 rev.19 when? February 21, 2024, where? Incoming inspection. Initial reporter phone: (B)(6).